Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2278-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module blood infusion set was damaged. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached here is the second report of the prbc tubing breaking. I wrote it on behalf of the staff, all details and impact to the patient are identical to the other report and I don't have the tubing saved for returning to the manufacturer.